Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that on (B)(6) 2023 around 23:50 the device shutdown unexpectedly while infusing epinephrine, vasopressin and insulin drips without warning and would not power back on. There was patient involvement but harm is unknown.

Event description:
It was reported that on (B)(6) 2023 around 23:50 the device shutdown unexpectedly while infusing epinephrine, vasopressin and insulin drips without warning and would not power back on. There was patient involvement but harm is unknown.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a: a0721 annex g: g0201202 annex c: c02 annex d: d02 additional information: manufacturer narrative annex a: a09 annex g: g02034 investigation summary: the reported complaint of an unexpected shutdown while pumps were infusing was confirmed through both lab testing and log review. Internal analysis observed an incorrect third party 750ma fuse on the pcu power supply board instead of the 3.5a fuse rated for this circuit. ¿ internal analysis and testing observed the 750ma fuse was open, and the fuse was identified as a third-party fuse. ¿ after replacing the 750ma fuse with the correct 3.5a fuse, the pcu was functioning correctly as intended. ¿ the reported event date was 01apr2023 and an event time of 11:50 pm. Log review performed on the downloaded logs observed the following. O a review of the pcu event log observed that the pcu was powered on 01apr2023 at 4:04 pm; the profile used was critical care/ or/ ed. Four pump modules were noted as attached; the pump module s/n (B)(6) was noted as channel a, pump module s/n (B)(6) was noted as channel b, pump module s/n (B)(6) was noted as channel c, and pump module s/n (B)(6) was noted as channel d. O at 11:54 pm, the pump module was programmed to infuse the drug insulin (100 units in 100ml) at a rate of 9ml/hr with a vtbi of 60ml. (The primary volume infused was recorded as 3877.62ml). O a review of the logs observed the system unexpectedly shutting down at 11:54 pm. This was the last recorded action in the log. ¿ a review of the error log observed no errors during the reported event. ¿ inspection of the returned point of care unit observed third-party parts installed: front case, rear case, and a fuse. O bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Third-party parts have not been validated by bd for safety and efficacy with alaris system products. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported event of an unexpected shutdown is being attributed to the use of an incorrectly rated 750ma fuse for the pcu power supply board. The alaris technical service manual v12.1.2 indicates that the use of a 3.5a fuse is needed to operate the pcu power supply board. Note that imdrf annex a0401, a09, c23, d11 and g02017, g02034 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.